Event description:
Device user first used the stapler on the ureter and it fired, ligated and stapled fine with no problem. The stapler was then reloaded by the scrub nurse. The physician applied it to the renal artery, it was difficult to close, felt like it ratcheted down but would not fire. The physician had difficulty unlocking it but finally managed to do so. It was removed from the renal artery and nothing had happened, no ligation or stapling. The decision was made to reload it again. This time it also felt jammed but when the physician tried to remove it, it was obvious that the artery was ligated but not stapled. Patient was hemorrhaging and had to be opened emergently. The kidney was very quickly removed and hemostasis was achieved.